Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the oxygen blending module tubing was observed. The device's oxygen blending module tubing was replaced to address the issue. The device failed a step during testing. The device's oxygen blending module gasket was replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously reported that the device had failed testing and the oxygen blending module gasket was replaced to address the issue. The blower bellows were replaced to address the issue not the oxygen blending module gasket.